Event description:
It was reported that when the surgeon placed the drill guide on the bone, he attempted to insert the drill down the guide and noticed resistance. Surgeon removed the guide and inspect it noticing the flexible/jigsaw style tip of the first suture fix curved anchor inserter had broken off inside the drill guide. He attempted to push the part out the distal tip to free the drill guide, by inserting the obturator but this did not help. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One xl suturefix curved blunt obturator was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The distal tip is bent and twisted. The condition of the device indicates it was subjected to excessive force. Clinical details were provided stating that this device was used to attempt to clear an obstruction from a drill guide.